Event description:
A report was received that the patients ipg was not holding a charge. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.

Manufacturer narrative:
Device evaluation indicated that the device passed the required tests and exhibited normal device characteristics. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/12/2018 12:57 pm CT. The report number is being corrected from: 3006630150-2018-62222 to: 3006630150-2018-60755. This report is follow-up # 1.

Event description:
A report was received that the patients ipg was not holding a charge. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.

Manufacturer narrative:
Device evaluation indicated that the complaint was not verified. The reported electrical surge could not be duplicated on the test bench as the ipg was investigated with known good test leads. The monitored stimulation on an oscilloscope found that the outputs were consistent and amplitude/pulse widths were verified to be correct on all the electrodes. Ac/dc current leakage tests and residual gas analysis verified no loss of electric current into the surrounding tissue because of faulty insulation. The ipg passed all the required tests and revealed no anomalies. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/14/2018 04:55 pm CT. The report number is being corrected from: 3006630150-2018-62295 to: 3006630150-2018-60755.

Event description:
A report was received that the patient was experiencing shocking sensation around the ipg pocket site. It was also mentioned that the patient had some dark burn marks toward the header of ipg. The patient underwent an ipg and lead replacement procedure. The patient was doing well postoperatively.